Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not maintain co2 pressure. The issue occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The customer was using a low flow rate. Also, the co2 (carbon dioxide) cylinder was empty, which resulted in insufficient pressure in the cavity. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.